Manufacturer narrative:
(B)(4). Catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was treated with cefpodoxime (daily, orally, dose unknown). The patient remained hospitalized. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the physician reported the patient remains in the long term care facility and has been on back up hemodialysis (hd) therapy for the last 2 weeks. Per the physician, the hemodialysis will continue for another two weeks and the patient will attempt to resume pd therapy again. The physician stated the patient developed a thrombosis in the ¿I-jugular¿ location in which the hd catheter was placed and received unspecified treatment for this. No additional information is available at this time. A review of all batch record documents for potentially associated lot numbers h13i04032, h13l02031, h13k08071 and h14a13039 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.